Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4 model number was reported incorrectly or missing from manufacturer device report 1220648-2024-17563.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and the patient developed a gastrointestinal bleed (gib). Heparin was planned to have started prior to the gib, however it has not been confirmed if it was started. The relationship between the impella and the gib is unknown. The procedural outcome was the patient survived surgery.